Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. As the issue occurred in the past, troubleshooting was unable to be performed. Additionally, it was reported that the pump touch screen was blurrier than the customer's previous pump. Customer confirmed that the screen was still readable. There was no known impact to the customer's blood glucose.